Manufacturer narrative:
It was reported that the touch display is cracked and non-responsive. The failure occurred during treatment and the cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-15/16. The assembly touch foil and display were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The analysis of the provided pictures shows that the crack must be caused by external forces. Moreover, according to the risk file v24 of the cardiohelp device the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. Additionally, a mechanical damage of the touch display can lead to a decrease in sensitivity or a partially defect of the touch display. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The review of the non-conformities has been performed on 2022-12-15 for the period of 2020-09-23 to 2022-12-12. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-09-23. Based on the results the reported failure "touch cracked and not responding" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the touch display is cracked and non-responsive. The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. Complaint ID# (B)(4).